Manufacturer narrative:
Gas delivery system.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Review of the ventilator diagnostic log noted the ventilator restarted but was unable to complete power on self test and resume ventilation. The manufacturer's service technician replaced the power management pcb board and gas delivery system with cable to complete the repair. Performance verification testing was completed and passed to operating specifications.